Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that the returned device found foreign material (white residue) in the air/water channel and cylinder during the evaluation; however, the customer returned the device without reprocessing due to a leakage which caused the foreign material to remain in the channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a white residue inside the air/water (a/w) channels and the cylinder which looks like detergent solutions or disinfectant solutions. There were no reports of patient involvement.